Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward. And the cannula was not visible; indicating the needle mechanism did not deploy. The pod was worn for less than an hour and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received not deployed. Investigation of the download data from the returned pod found that first prime ended earlier than expected. First prime ending early resulted in the firing flat not lining up with the release bar by the end of second prime, preventing the pod from deploying at the intended time. No timeouts, hazard alarms, or drive stalls were observed in the data, though a rotational sensor malfunction was identified in the rotational sensor data. The rotational sensor malfunction resulted in first prime ending early. Inspection of the rotational sensor assembly found no damages of manufacturing deficiencies that would cause the malfunction. The exact cause of the rotational sensor malfunction could not be determined.